Manufacturer narrative:
The device was evaluated and determined to be not operating correctly due to poor maintenance. The chucking system was cleaned and lubricated and tested to minimum standard requirements.

Event description:
The cutting bur came out of the handpiece when the doctor was preparing for a dental procedure.